Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 43212ud01 was evaluated using worldwide data from abbottlink. Review shows that the median patient result for lot 43212ud01 within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I, lot number 43212ud01, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Phone complete entry = (B)(6). This report is being filed on an international product, list number 03p25-77, that has a similar product distributed in the us, list number 02r98.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided (customer¿s reference range is <0.026 ug/l): initial result, on (B)(6), was 0.541 ug/l, which was reported to the physician. The sample was repeated, on (B)(6), and the result was <0.010 ug/l. There was no impact to patient management reported.